Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was capture management problems on the device and high/unstable/variable threshold on the ventricular lead. It was also reported that the patient was having frequent premature atrial contractions. The device and lead remain in use. No patient complications were reported as a result of this event.